Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and it was identified that the heater tray/scale was touching the top cover (display side). Upon turning on the cycler, a calibration information screen appeared notifying the user that the cycler was no longer calibrated. A simulated treatment was initiated on the device and the cycler alarmed, as expected, with an m63 remove heater bag from heater tray warning. After taring the load cell in the diagnostics screen, a second simulated treatment was initiated. The cycler alarmed with multiple m65 scale reading error warnings that were subsequently bypassed until the treatment was completed. The weighed fill volume values for the treatment were within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A load cell verification test was also performed and the cycler failed. A set screw on the heater tray mounting base was adjusted and the scale was recalibrated. Subsequent load cell verification testing found the cycler to be within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported iipv event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The iipv event was discovered while reviewing the patient¿s treatment records for an unrelated alarm. It was noted that during the patient¿s second cycle, the patient drained 5684ml which is 210% the patient¿s fill volume of 2703ml. The patient was able to complete their treatment on the cycler following the event. The patient did not develop any symptoms or require medical intervention as a result of the iipv event. The cause for the iipv event was unknown. The patient was advised to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse of the event. The patient had manual supplies to complete their treatment without the cycler. Upon follow up with the patient¿s peritoneal dialysis registered nurse, it was verified that the patient did not have any other high drain volumes or potential iipv events around this time. The patient received a replacement cycler and was able to continue with their treatment without complications. Additional information was requested but is unavailable.